Event description:
During follow-up, the device was interrogated and decreased longevity was observed. The healthcare professional suspected premature battery depletion. No intervention has been performed at this time. The patient was in stable condition.